Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: mrn: (B)(6). This report is for an unk - screws: 3.5 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent for removal of locking compression plate and six (6) unknown cortex screws due to polytrauma with a broken midshaft radius from an atv accident. The new fracture occurred at the end of the old plate. It was unknown if the removal surgery completed successfully. There was no patient consequence reported. This complaint involves seven (7) devices. This report is for (1) unk - screws: 3.5 mm cortex. This report is 4 of 7 for (B)(4).